Event description:
It was reported that cartridge alarm occurred on tandem mobi pump, with specific alarm type confirmed as cartridge alarm 30 and customer noting that issue was not related to cartridge loading and had not occurred previously with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by replacing cartridge and resuming insulin delivery, and requested replacement cartridges from technical support.